Event description:
It was reported to philips that the system's flexvision had problem powering on. When the user rebooted it, it stopped at the countdown clock 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system is unable to boot. Review of the logfile shows flexvision freeze, no communication issue with flexvision pc but probable issue with hard drive. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the issue with flexvision switching. To resolve the issue, hospital biomed replaced hard disk in flexvision pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.